Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation, the trunk cable connector was cracked. The root cause for the cracked connector cannot be positively identified but was likely the result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.

Event description:
Zoll customer support reviewed the download of a (B)(6) female patient which revealed a service code 204. The patient was issued a replacement electrode belt.